Event description:
It was reported that during a total knee replacement, the device tip broke off in 3 pieces. None of the pieces fell into the surgical site. The account had a backup readily available, and there was no clinically relevant delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. The device was received by the MFR for investigation. When the investigation is complete, a f/u report will be filed.